Event description:
The patient reported that the needle button popped out after one hour. The patient stated that this event is becoming repetitive. The patient mentioned it happened before at least two times during the last 2 months. The patient indicated that the last event was today. The patient mentioned that he was using the v-go on his abdomen. The patient mentioned that the events has nothing to do to exercises, no clothing interference or excessive movements. The patient indicated he has been using the v-go for approximately 5 years. The patient also mentioned that these events are happening after he started using the new (updated) v-go.